Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a high blood glucose value of 425 mg. Reportedly, the insulin pump alarmed compromised force sensor system. The customer was treated with manual injection. The device is unknown to be returned for analysis.